Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported, post successful valve deployment, a small area of vessel injury was identified in the left iliac vein and treated with a balloon for a couple minutes to help with thrombosis in the area of concern. Edwards received notification of an evoque valve in tricuspid position where the procedure began with right access; however, the capsule gap was too deep in the ventricle and well below diastolic excursion. The delivery system (ds) was removed and a new ds was prepped. Left access was then attempted, dilated to 33fr and inserted the ds. Due to the tortuosity of the left iliac, the ds could not be safely pushed up through the bifurcation. Ds was removed and re-flushed, and then inserted in the right access site which provided the adequate capsule gap height. Patient remained stable throughout the procedure and the valve was successfully deployed from the right access site. A venogram was completed post deployment and the interventional cardiologist (ic) was concerned about an area of vessel injury where a small amount of contrast escaping the left iliac was seen. After discussion with vascular surgery, it was decided to balloon the area of concern for a couple minutes to help with thrombosis within the left iliac vein. Another venogram was taken and did not show any obvious signs of extravasation from the left iliac vein.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for damage to vessel during insertion was confirmed with other empirical evidence from personnel present during the case. No manufacturing non-conformities were identified. Available information suggests that patient's tortuosity in the access vessel, prevents the delivery system from advancing may have contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.